Manufacturer narrative:
(B)(4).

Event description:
It was reported that " we have now had 4 of these lines become dislodged during routine nursing care of critically ill patients. Whilst a small amount of tension will inevitably be applied to these lines, we have no evidence that undue force was applied. This has happened with different members of staff, in different patients, over several month period." Additional information was requested from the customer; however, further details have not been provided at this time. Associated MDR numbers include: 3006425876-2025-00853, 3006425876-2025-00855, and 3006425876-2025-00856.

Manufacturer narrative:
(B)(4). Additional information was received from the customer clarifying that there was only one event involving one patient; therefore, the initial MDR 3006425876-2025-00854, submitted on 10-sep-2025, should be retracted.

Event description:
It was reported that " we have now had 4 of these lines become dislodged during routine nursing care of critically ill patients. Whilst a small amount of tension will inevitably be applied to these lines, we have no evidence that undue force was applied. This has happened with different members of staff, in different patients, over several month period." Additional information was requested from the customer; however, further details have not been provided at this time. Associated MDR numbers include: 3006425876-2025-00853, 3006425876-2025-00854, 3006425876-2025-00855, and 3006425876-2025-00856.